Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a sensor error between 1 and 3 hours. While the patient was experiencing the sensor error, the ¿readings¿ were dropping and the patient began feeling ill. The patient called their parent who advised the patient to drink some water and to rub around the sensor. The patient took a fingerstick and the blood glucose reading was 2.1 mmol/l. The patient treated with sweets and juice and was assisted by their friends. It was confirmed that the assistance was given due to the severity of symptoms. No further treatment was reported to be needed, and the patient did not go to the hospital. At the time of the report the patient was stable but was still recovering. A review of performance data shows that the patient's low alert was enabled at the time of the incident with the threshold set to 3.3 mmol/l and the alert set to vibrate. The urgent low alert was set to sound and is fixed at 3.1 mmol/l. The no readings alert was also enabled and set to sound after 20 minutes of continuous brief sensor issue. The quiet mode was enabled and set to silence all. Data investigation found that the patient began experiencing a period of brief sensor issue around noon on the alleged date of incident, (B)(6) 2026. Her last estimated glucose value prior to the onset of brief sensor issue was a reading 9.0 mmol/l at 12:07 pm. Following this, she entered a period of brief sensor issue at 12:12 pm and the app delivered a visual no readings alert at 12:32 pm. The app delivered another no readings alert at 12:37 pm which was acknowledged a minute later. The cgm continued exhibiting brief sensor issue thereafter until 1:12 pm, at which point her readings returned for a single five-minute interval with a value of 3.7 mmol/l. The cgm then entered brief sensor issue again at 1:17 pm, and at 1:37 pm, the app delivered a visual no readings alert. This alert was acknowledged two minutes later. The cgm continued exhibiting brief sensor issue until 1:47 pm, at which point her readings returned for a single five-minute interval with a value of 4.5 mmol/l. The cgm then entered brief sensor issue for the next 15 minutes, and at 2:07 pm, the patient's readings returned for a single five-minute interval with a value of 3.4 mmol/l. The next five minutes were brief sensor issue, and at 2:17 pm and 2:22 pm, the patient's readings returned with values of 3.8 mmol/l and 3.9 mmol/l respectively. The cgm then entered brief sensor issue again at 2:27 pm, and at 2:47 pm, the app delivered a visual no readings alert. The patient's readings returned from 2:52 to 3:07 pm, ranging from 3.5 to 4.8 mmol/l. The app delivered a visual urgent low soon alert at 3:07 pm which was acknowledged a minute later. A last period of brief sensor issue occurred from 3:12 pm to 3:22 pm, at which point the session ended. A new sensor session promptly started at 3:27 pm. The first egv the patient received after warm-up was complete was a reading of 2.2 mmol/l at 3:52 pm; this reading was accompanied by a visual urgent low alert which was acknowledged one minute later. The patient's reading slowly began to rise thereafter, eventually crossing back into target range at 4:17 pm. The reported complaint of brief sensor issue was confirmed. The root cause was determined to be sensor noise. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.